Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10 results of investigation: findings/root cause: the reported complaint was able to be confirmed and duplicated. A vyaire medical failure analysis technician verified pinched tubing to be the cause of the ventilator to alarm high pip' then begin auto-cycling. Tubing was corrected and the reported issue was resolved. The device passed all testing and met all specifications.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed "high pressure" while connected to a patient. The patient was removed from the device and received cardiopulmonary resuscitation from a health professional. The patient was then placed on another ventilator.